Manufacturer narrative:
Additional narrative: it was reported that the patient underwent an abdominal colposacropexy on (B)(6) 2010 and bard mesh was implanted by due to pelvic discomfort, vaginal vault prolapse and enterocele.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to stress urinary incontinence. Following insertion the patient experienced pain, infection, erosion, recurrence, bleeding, dyspareunia, and urinary and neuromuscular problems

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, urinary tract infection and urinary frequency. (B)(4).

Manufacturer narrative:
(B)(4).